Manufacturer narrative:
Concomitant medical products: addr01 ipg; implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced complete heart block and right bundle branch block. It was noted that the right ventricular (rv) lead exhibited undefined, qualified as high impedance and non-capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.